Manufacturer narrative:
In speaking to olympus technical assistance center (tac), the evis exera iii video system center had no signal on the monitor on the boom (binocular omni-orientation monitor) after the monitor had to be disconnected from the cable from the wall, so the cart could be moved around. According to the customer, it is possible that only the ¿monitor out¿ cable was supposed to be disconnected from the wall plate. According to the customer, there is a bnc (bayonet neill¿concelman) cable that is connected to the flat screen monitor (fsm), which is similar to a working room. The other end of the bnc/serial digital interface (sdi) cable is in the ceiling. The red, green, blue and yellow leads on the monitor out cable are connected to the wall plate. The sync (black) and separate video connector (y/c, black) leads are not connected. The cv-190 and sdi out 1 signal is going to the provation system. The cv-190 and sdi out 2 signal is empty. The cv-190 and sdi in port has an sdi cable feeding into the ceiling. The customer switched the cable from the cv-190 and in to the cv-190 out 2 signal but the issue was not resolved. Tac assisted the customer in testing the feed between the provation personal computer (pc) with the dsi out 2 signal and it was observed as being good. The customer was instructed to test red, blue, green and sync leads on the monitor by connecting it to the steris 18 inch vts monitor, which was also observed as being good. While troubleshooting, it was discovered, the boom in the working room is looking for the sdi signal but the monitor in the boom room is looking for digital video interface (dvi) signals. The user was instructed by tac to investigation where the sdi signal on the monitor on the boom was coming from. Tac speculated that users could be connecting the sdi to the in instead of out2 on the cv-190 and the monitor itself is not looking at the sdi input. According to the customer upon follow up, the event was isolated to a non-olympus monitor. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), the evis exera iii video system center had no signal on the monitor. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a mistake in the connection destination of the monitor or monitor cable, or a defective cable. Olympus will continue to monitor field performance for this device.